Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
This is follow up#1 to report on 19/apr/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incarcerated left inguinal hernia¿ surgery and was implanted with strattice device on (B)(6) 2015. The patient underwent a ¿left femoral hernia repair with placement of mesh (parietex pco 9 centimeters), revision of midline scar (24 centimeters x 6 centimeters) with complex closure 24 cm length (layered, jp-drain), ileostomy takedown with primary anastomosis (stapled with closure by 2-layer handsewn of common enterotomy), primary abdominal wall repair of exileostomy site wit 0-pds-2 interrupted figure-of-8 stitches¿ on (B)(6) 2016. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿suffers from abdominal discomfort.¿ patient ¿is dependent on others to help with daily tasks [they have] difficulty completing [themselves].¿ patient ¿has lifting restrictions and had to adjust [their] physical activities.¿ patient ¿has difficulty bending, walking long distances, standing for long periods of time and gardening.¿ patient ¿has difficulty participating in family outings and activities such as lifting [their] grandchildren due to pain and discomfort.¿ patient¿s "stomach is scarred and disfigured causing [them] embarrassment.¿ patient ¿wore an uncomfortable abdominal binder.¿ patient ¿currently suffers from an inoperable hernia.¿ ¿these injuries contribute to [patient¿s] anxiety and depression.¿ the form lists the conditions that were treated were ¿abdominal pain and distension; CT: incarcerated left inguinal/femoral hernia¿ with approximate date of treatment 05/sep/2015. The patient also received an ¿emergency exploratory laparotomy; ileocecectomy; left inguinal hernia repair with placement of strattice mesh (10 x 15 cm); damage control surgery; open abdominal management with placement of negative pressure wound vac, total dimensions 30 cm x 15 cm (450 cm squared)¿ between (B)(6) 2015 and (B)(6) 2015. Patient also underwent ¿reopening of recent exploratory; recreation of end ileostomy; creation of mucous fistula (colon); primary abdominal closure; enterorraphy (suture of small intestine) x 1 60 cm from subcolic exit of roux-limb with 2 lembert stitches 3-0 silk¿ on (B)(6) 2015. The patient underwent ¿left femoral hernia repair with placement of mesh (parietex); revision of midline scar (24 cm x 6 cm) with complex closure 24 cm length; ileostomy takedown with primary anastomosis (stapled with closure by 2-layer handsewn common enterotomy); primary abdominal wall repair of ex-ileostomy site with 0-pds-2 interrupted figure-of-8 stitches¿ between (B)(6) 2016 and (B)(6) 2016. Patient has been treated for ¿anxiety & depression¿ between 2022 to present. The ppf form also indicates the patient ¿recalls 2 hernia surgeries with mesh in approximately 2009 and 2012-product names & lot numbers unknown¿. The patient was implanted with a non-abbvie device, ¿parietex optimized round¿ on (B)(6) 2016. The form indicates that this device has not been removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on 05/sep/2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp100236 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, a3a, b3, b5, d4, h4, h6.